Event description:
We have noticed an issue with our baxter sigma spectrum pumps where there are over and under infusions of drug without the appropriate alarms, or when there is upstream occlusion alarm that sounds and is fixed there is still under infusion with no further alarms. We have not had any serious harm events yet, but big potential for harm here- other institutions with this problem have seen harm. Baxter has not responded appropriately to any of the 3 institutions who have been in contact with each other. They have offered education as the only solution thus far, which we have all done and there is still a problem. We are interested to know if you have heard this from other institutions and we are happy to discuss this with you all further. You know how to find me. We had baxter on site for education to frontline users on setting up the pumps, htm has been investigating pump flow rates and how drug temperature effects flow rate, created a specific report form for these issue to collect more targeted data. We (along with two other big health systems) met with the FDA today to discuss this same issue we have all seen with these pumps. (B)(6).